Event description:
During a scheduled follow-up on (B)(6) 2015, it was not possible to perform a ventricular threshold test on the subject device. However, other real time tests could be performed successfully. On the next day, when attempting to perform the ventricular threshold test, the programming head had slipped. The header was then repositioned, the ventricular threshold test was re-initiated but the test could not be started (as if it was a launch attempt of the test that was therefore stopped). There was no error message displayed subsequently. Multiple attempts were performed and the same behavior was observed. However, egm test were executed successfully which could exclude the header position issue. Returning back to the ventricular threshold screen and re-launching the threshold test led to the same behavior except when changing the starting output to 3v and 2 spikes per decrement (previously set to 2v and 3 spikes per decrement). Consequently, the threshold test was launched and completed successfully (result: 1.0v at 0.6 ms). It should be noted that noise sensing was observed on the atrial channel on (B)(6) 2015. Explanation was required.

Event description:
During a scheduled follow-up on (B)(6) 2015, it was not possible to perform a ventricular threshold test on the subject device. However, other real time tests could be performed successfully. On the next day, when attempting to perform the ventricular threshold test, the programming head had slipped. The header was then repositioned, the ventricular threshold test was re-initiated but the test could not be started (as if it was a launch attempt of the test that was therefore stopped). There was no error message displayed subsequently. Multiple attempts were performed and the same behavior was observed. However, egm test were executed successfully which could exclude the header position issue. Returning back to the ventricular threshold screen and re-launching the threshold test led to the same behavior except when changing the starting output to 3v and 2 spikes per decrement (previously set to 2v and 3 spikes per decrement). Consequently, the threshold test was launched and completed successfully (result: 1.0v at 0.6 ms) it should be noted that noise sensing was observed on the atrial channel on (B)(6) 2015. Explanation was required.

Manufacturer narrative:
Preliminary analysis confirmed the difficulties to launch ventricular threshold test which root cause could not be identified with certainty. There was no impact on device behavior.

Event description:
During a scheduled follow-up on (B)(6) 2015, it was not possible to perform a ventricular threshold test on the subject device. However, other real time tests could be performed successfully. On the next day, when attempting to perform the ventricular threshold test, the programming head had slipped. The header was then repositioned, the ventricular threshold test was re-initiated but the test could not be started (as if it was a launch attempt of the test that was therefore stopped). There was no error message displayed subsequently. Multiple attempts were performed and the same behavior was observed. However, egm test were executed successfully which could exclude the header position issue. Returning back to the ventricular threshold screen and re-launching the threshold test led to the same behavior except when changing the starting output to 3v and 2 spikes per decrement (previously set to 2v and 3 spikes per decrement). Consequently, the threshold test was launched and completed successfully (result: 1.0v at 0.6 ms) it should be noted that noise sensing was observed on the atrial channel on (B)(6) 2015. Explanation was required.